Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Root cause analysis: sample/s evaluation: as there are no sample provided, further investigation is not possible. The investigation is only done based on complaint description, batch manufacturing record review and video provided. The batch number was 22k17ged81, DHR was reviewed, and no abnormalities was detected at in process and final control inspection. According to complaint description, the complaint sample was leaking at the connection between the pump and the equipment which is highly possible referring to leakage at below bbc (big bottom cap). From the video, the complaint sample was detected leaking at below bbc. Reviewing historical data, leakage below the bbc is due to leakage at triangle tube - step down tube connection. An approved project is in place to further address issues with leakage. Summary of root cause analysis: as no complaint sample was received, further investigation to identify the defect as customer described is not possible. However, the video provided showing a leakage below bbc. Therefore, the complaint was considered as confirmed. An approved project is in place to further address issues with leakage. Cause : failure in production process. Corrections/containment plans with effective date: not applicable. Justification: confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "chemo leakage" on november 30, 2023, the data handling center chemotherapy patient reported to the cican pharmacovigilance service a leakage of the contents in the connection between the pump and the equipment in a easypump® elastomeric pump unit. No patient complications were reported as a result of this event.